Event description:
It was reported that a lead had come loose.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0543077v, implanted: (B)(6) 2005, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).